Event description:
Litigation papers allege potential cobalt and/or chromium poisoning, constant pain, and possible revision surgery.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint - litigation papers allege potential cobalt and/or chromium poisoning, constant pain, and possible revision surgery. Doi: (B)(6) 2008 dor: none scheduled at this time (left side). Doi: (B)(6) 2008 dor: none scheduled at this time (right side). Patient is a resident of (B)(6). Update (02/12/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update (08/04/2014) - der received with reference right hip - providing information of revision hospital, date, surgeon and products. Also confirmation of cup loosening. Left hip (not revised) cup product code 999800758 lot 2539923. Left hip (not revised) head product code 999890251 lot 2564449. Right hip (revised) cup product code 999800760 lot 2690559. Right hip (revised) head product code 999890253 lot 2195127. Right hip (revised) sleeve product code 999800315 lot 274342.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.